Event description:
The account reported that the intraocular lens (iol) was implanted and then explanted (removed and replaced) in the same procedure due to the broken capsular bag. There was no incision enlargement, no sutures were used and no vitrectomy was performed. It was reported that the doctor replaced the iol with a three (3) piece lens in the sulcus. No other complications were reported. No other information was provided.

Manufacturer narrative:
Age at time of event or date of birth: not provided / unknown. Sex/gender: not provided / unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to the manufacturing site for investigation. The device was visually inspected under microscope at 10x magnification. Scarce ovd (viscoelastic) residue was observed inside the cartridge. The plunger was observed over the ready, fully advanced position (hatch mark/black line indicator). The cartridge was observed in the correct position (fully engaged into lower body of the pcb00 device). The actual intraocular lens was not returned. The event was not verified by the visual inspection performed as no lens was returned. The manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance. No deviation or non-conformance (ncr) was generated. The preloaded assembly record was reviewed. No deviations related to the preloaded inserter system were reported. A review of process manufacturing instructions was done during the period when the lens was manufactured and did not show any change in the manufacturing method or specifications that were related to the reported complaint. No other investigations were received for the production order. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.